Event description:
Patient returned for revision knee surgery with a well-fixed femoral, while tibial implant experienced aseptic loosening.

Manufacturer narrative:
The original reporter was consulted for additional information and it was determined to be a standard tibial aseptic loosening, which is a known failure in total knee replacement. There is insufficient clinical information to establish a root cause of this revision; aseptic loosening occurrence is compared to risk assessment and monitored.